Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2010 and mesh was used. The patient e experienced pain, erosion of her internal bodily tissue, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a surgery on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04196 the same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence and anterior/posterior repair. It was reported that following insertion the patient experienced pain, infection, and dyspareunia. It was reported on (B)(6) 2011 that patient underwent excision of vaginal mesh due to erosion of mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent complex transvaginal of mesh including anterior and posterior mesh removal and partial excision of tvt-o sling on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient underwent complex transvaginal of mesh including anterior and posterior mesh removal and partial excision of tvt-o sling on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, mixed incontinence, and discomfort.

Event description:
It was reported that following insertion the patient experienced urinary retention, mixed incontinence, and discomfort.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urethral obstruction, frequency, urgency, nocturia, leakage, and loss of bladder control.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria.